Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t2-t12 to treat scoliosis. It was reported that during final tightening the screw head broke off. The set screws had to be removed from all of the bone screws to remove the rod and replace the broken screw. Surgical time was extended. No additional patient complications were reported.

Manufacturer narrative:
Additional info: visual review confirms one side of fixed angle screw head is broken off and not returned for analysis. The unbroken side of the fas head reveals fas head thread flank and crest damage. On the broken side fracture appears to have initiated near the base of the thread root and propagated cross-sectionally through the implant; the direction of material deformation and fracture is consistent with bend stress overload. The above observations are consistent with suggest bend stress overload during intraoperative assembly.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.